Event description:
It was reported that the patient presented with abdominal pain, fullness and swelling in an area of implant and is scheduled for surgery in 2007.

Manufacturer narrative:
The subject product has not been received. If additional information is received, a follow up report will be sent to the FDA.